Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to atrial fibrillation. No other information was provided. Approximately a year after being implanted, this ICD was explanted due to therapy upgrade. No adverse patient effects were reported.